Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that patient was experiencing pain at the anchor and poor bilateral coverage of her stimulator. The patients clik anchor was explanted. The explanted device was kept by the medical facility and will not be returned.